Event description:
Cook zenith endograft, main boy top cap release wire malfunctioned. Needed to cut with wire cutters, change deployment order -from IFU, and employ balloon for stabilization. Product rep had heard of problem in another country, was aware of how to deploy. If unable to deploy, could not have removed device, would have had to convert to open aaa repair, with super-celiac clamping. Everything worked out, device satisfactory deployed. Dose: tffb: 32-111. Dates of use: lifetime, 2009. Diagnosis: aaa.